Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a concerto 8mm x 30cm coil that that release prematurely during an embolization of the ovarian vein. It was reported that the coil was the first to be used. The coil released "without using the release handle" and became stuck in the cobra tube. The coil had to be completely removed to prevent any migration into the vena cava. No patient information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion was in the ovarian vein. Vessel tortuosity was normal. No patient symtoms or complications were reported. The devices were prepared as indicated in the instructions for use (IFU). No damage was observed to the coil, pushwire, or catheter. No detachment attempts were made. The catehter was a sonde cobra.